Event description:
Transport ventilator "would not flow" on a pt. Alternate means of ventilation was used, no injury.

Manufacturer narrative:
This unit had been totally abused / heavily impacted (and yet they kept it in service). The top handle was mashed down, the case top bowed up almost 1/4" open. Another major crack was found in the back, evidence of impact to multiple corners. We could not duplicate the no-flow scenario, but it's obvious on sight that this unit should no longer be in medical service. We recommended to the customer that it be retired and scrapped here.